Manufacturer narrative:
H10: the device, intended for use in treatment, was returned for evaluation. It was reported that the handpiece failed to complete the handpiece diagnostic test during preventive maintenance. There was no epoxy on the guide screw bearing cover screws. (Both sides seemed loose). DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. The initial visual/functional investigation found that: during visual inspection, it was obvious that the drill guide support was severely bent and a long attachment could not be easily passed through it. This is the root cause of the error. The functional inspection was the attempt to push the long attachment through the handpiece. The handpiece also ran through the handpiece characterization without a drill (as it would not function with a drill and a bent drill guide support). The handpiece failed characterization due to loose bearing retainers (creating a larger than allowed t1 range). After tightening the bearing retainers, the handpiece passed characterization; therefore the handpiece was in good working order following service to tighten the bearing retainers and to replace the drill guide support. The probable cause of the issue was a mechanical component failure. A relationship between the device and the reported event could be established. The drill guide is made of aluminum, and the material has been changed to stainless steel to increase durability and reduce deformation in the field.

Event description:
It was reported that the handpiece failed to complete the hp diagnostic test: the drill support is severly bent. No case involved.